Event description:
It was reported that the patient stated whenever their body was in contact with the system controller, they felt a static shock even when clothed. It had been happening for approximately 2-3 weeks. Patient reported that the shocks were occurring prior to any changes with the ventricular assist device (vad). Log files were submitted for review, and there were no unusual events recorded in the log file event history. The patient reported that the issue only occurred when they were on the mobile power unit (mpu). The patient brought the mpu to the clinic and the clinic was able to make the connections. It was noted that the white power source had intermittent hesitation when threading it all the way for a locked connection, only when attached to white port on mpu and not to the battery clips. There was no issue reported in clinic while connected to the power module when the site tried to duplicate the incident. It was noted that the controller was exposed when this occurred, but the patient declined utilizing the carrying case. It was noted by the site that the black around the screen of the controller was slightly worn in areas where black meets grey. The modular cable was discolored but intact. The site noted that there were no alarms, only the feeling of a static shock when the controller touches patient skin while on mpu. As of (B)(6) 2025, the patient reports no further electrical shocks. The patient was stable after being educated on delicate handling of the controller and management of equipment in bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of electrical shocks and a threading issue on the heartmate mobile power unit (mpu) white power cable connector were not confirmed as no product was returned. The submitted log files were reviewed and did not indicate an issue with the mpu or any connection issues while connected to the mpu. The provided information indicated the threading issues and electrical shocks resolved when connected to another power source. No product was exchanged. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. Section 3 of the patient handbook and IFU, entitled ¿powering the system¿, section 4 of the patient handbook, entitled ¿living with the heartmate 3¿, instruct the user on how to properly maintain their equipment to avoid the user feeling an electrical shock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.